Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported an under-delivery. The intended delivery was 1000ml over 10 hours; however, the actual amount received was 500ml (approximately 500ml of feed remained in bottle).

Manufacturer narrative:
(B)(4). The testing and investigation results indicated the complaint of under-delivery was not confirmed. The pump delivered at 100% accuracy.